Manufacturer narrative:
Additional information: b3, b5, d1, d4 (model #, catalog#), d10, g3, h3, h6 d10 concomitant product: egiaushort endogia ultra univ sht stap (lot# unknown); egiaushort endogia ultra univ sht stap (lot# unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy, when the surgeon tried to fire over the parenchyma of the lung, the green button was pressed, but the handle could not be squeeze and the device did not fire. A new reload was taken, but the stapler still did not fire. Another handle was used, anad again, the stapler still did not fire. Another device from another manufacturer was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap (lot#p3h1097); egiaushort, egiaushort endogia ultra univ sht stap (lot#p3h1097); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy, when the surgeon tried to fire over the parenchyma of the lung, the stapler did not work at all. A new reload was taken, but the stapler still did not work. Another handle was used, but the stapler still did not work. Another device from another manufacturer was used to complete the case. There was no patient injury.